Event description:
Intra-aortic balloon rupture in left axillary; device clamped, and service notified; balloon pump removed from patient. Post procedure there was no hematoma; brachial, and distal left radial and ulnar pulses were palpable.